Manufacturer narrative:
According to the facility during a procedure the breathing bag 'blew off the arm' requiring ventilation and an additional device. Per the facility the anesthesiologist 'was putting the patient to sleep and as soon as they grabbed the breathing bag to oxygenate, the bag blew off of the arm'. The staff placed an oxygen mask on the patient when the patient began de-saturate. The staff 'grabbed an additional circuit and attached the breathing bag to the machine'. Per the staff once the breathing bag was attached the patient became stable. According to the staff the 'plastic couple that connects the bag to the breathing arm was split'. A visual inspection of the device was performed and confirmed the stated issue of the connector splitting. Per the investigation a definitive root cause could not be determined based on the pictures provided. No additional information is currently available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility that during a procedure the breathing bag 'blew off the arm' requiring ventilation and an additional device.